Event description:
Patient with unresectable hcc and cirrhosis received 120.12 gy of therasphere via right hepatic artery in 2002. Total bilirubin values started to rise in 2002 and continued to elevate until patient's death in 2003. In 2003, they were started on prophylaxis prednisone 10mg/daily. A liver biopsy in 2002 was inconclusive for radiation-induced hepatitis and prednisone was reduced to 5 mg/daily. Per CT results of 2002, the tumor in the right hepatic lobe demonstrated some decreased vascularity in areas, yet was increasing in size with interval extension of tumor to lateral segment of the left hepatic lobe. Patient died in 2003 in liver failure. Despite signs of tumor progression, it is not possible to exclude treatment with therasphere as a cause of this event.